Event description:
It was reported that the patient presented to the emergency department due to syncope. There was elevated sensing integrity counter (sic) on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.